Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, it was noted that the left leaflet might block the left coronary artery upon deployment, prompting the use of the basilica technique on the native leaflet. During the basilica part of the procedure, the patient sustained a lateral laceration to the anterior mitral valve leaflet, which led to acute mitral regurgitation and a significant drop in blood pressure. Despite successful implantation of the transcatheter valve, the patient¿s blood pressure did not recover. Mild-moderate paravalvular leak (pvl) was observed, necessitating post-dilation. A crash call was initiated, and the patient required intubation and continuous cardiopulmonary resuscitation (CPR). Multiple echocardiograms and a transesophageal echocardiogram were performed, confirming the acute mitral regurgitation caused by the laceration. It was believed that this complication occurred during the basilica procedure, and it was noted that there were no complications associated with the implant of the transcatheter valve. The patient was admitted to the intensive care unit (ICU) and cardiac surgery was planned for the following morning to repair or replace the mitral valve. Additional information was received that per the physician, the dcs did not contribute to the hypotension and the severe mitral regurgitation was not attributed to the valve or dcs. The post-implant dilation resolved the pvl.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, it was noted that the left leaflet might block the left coronary artery upon deployment, prompting the use of the basilica technique on the native leaflet. During the basilica part of the procedure, the patient sustained a lateral laceration to the anterior mitral valve leaflet, which led to acute mitral regurgitation and a significant drop in blood pressure. Despite successful implantation of the transcatheter valve, the patient¿s blood pressure did not recover. Mild-moderate paravalvular leak (pvl) was observed, necessitating post-dilation. A crash call was initiated, and the patient required intubation and continuous cardiopulmonary resuscitation (CPR). Multiple echocardiograms and a transesophageal echocardiogram were performed, confirming the acute mitral regurgitation caused by the laceration. It was believed that this complication occurred during the basilica procedure, and it was noted that there were no complications associated with the implant of the transcatheter valve. The patient was admitted to the intensive care unit (ICU) and cardiac surgery was planned for the following morning to repair or replace the mitral valve.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012852030); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0012728195); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.